Event description:
A nurse reported that the facility's one touch profile meters were allegedly reading inaccurately low. The nurse reported that a patient was tested on meter with a result of 164 mg/dl. The pt was not experiencing symptoms and was not treated. A lab test was performed 30 minutes later with a result of 370 mg/dl. The patient had already left the clinic and was not called back regarding the high lab result. Although the pt returned "a couple of days" later for a follow-up, no information was available regarding this visit. Quality control tests and cleaning are performed per manufacturer's recommendations. The meters were replaced.